Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged blank display, exposure to moisture, and cosmetic damage at the back of battery compartment found on (B)(6) 2021. Device was received with blank display. Test p-cap/reservoir locks properly into place. Unable to perform the displacement, active current, sleep current, and self tests, due to blank display. Unable to download pump history/trace files using thus due to blank display. Device was cut open to perform visual inspection and found severe moisture damage on electronic assembly, motor and force sensor . The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, broken battery tube threads, and label damage. Cosmetic damage confirmed at the back of the battery compartment. Blank display was confirmed due to severe moisture damage on electronic assembly. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn back on. It was stated that customer went to the beach and the battery finished so, when they went to change it out it did not turn back on and customer saw a crack on the battery compartment side and water came out from there. Troubleshooting was performed for damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.